Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged nodules on the lung. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged nodules on the lung. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to CPAP device's sound abatement foam. The patient has alleged to nodules on the lung. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer observed following from an external and internal inspection: unknown dust contaminant on flip doors, top enclosure, rear panel, ui panel, bottom enclosure, inside iso (international organization of standardization) port, pca, blower box, blower and blower seal, black hair-like contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, blower and inside iso port. Evidence of liquid ingress with unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box, device potentially smelled like cigarette smoke. A keratin-like substance was observed on blower box outlet. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. Presence of sound abatement foam/breakdown was not observed using fitt (foam integrity test tool). The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.